Event description:
On 15th may 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. According to the photographic evidence, the plug was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Initial reporter: getinge technician. The correction of b5 describe event and problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 15th may 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. According to the photographic evidence, the plug was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 15th may 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. According to the photographic evidence provided following the preventive maintenance activities being performed on the device, the slotted cap was damaged with missing particles and cover screw was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous h6 medical device ¿ component codes: mechanical/plug//579. Corrected h6 medical device ¿ component codes: mechanical/cap//424, mechanical/fastener/screw/568. Defective parts white stopper (ard652001094) and vlt-ace - brake screw m10x100 (ard568801010) were replaced and device was back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during preventive maintenance. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: regarding the picture taken on site, the slotted cap has been damaged by an unsuitable flat head screwdriver. The main reason for missing of the cover screw is an oversight during installation or after an maintenance. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 15th may 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. According to the photographic evidence provided following the preventive maintenance activities being performed on the device, the slotted cap was damaged with missing particles and cover screw was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.